Event description:
The customer reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 501 mg/dl. Elevated bg was addressed by manual insulin injection. Tandem technical support instructed the customer to perform a system check and no issues were identified. The customer replaced pump supplies and resumed insulin therapy.